Manufacturer narrative:
The device remains implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to clip entanglement with chordae. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet and a2 prolapse. The first clip delivery system (cds0702-ntw, 10204u277) advanced. While crossing the mitral valve, the dc handle was moved along with m knob. Once in the mitral valve, the clip had become entangled with the medial, sub-valvular chordae. It was decided to deploy the clip on the leaflets along with the entrapped chordae. The clip remained stable and well seated without any tissue injury observed. For residual mr, another mitraclip was successfully implanted. The mr had been reduced to grade 1. There was no clinically significant delay and there was no adverse patient sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported entrapment of device was due to a combination of challenging anatomy (restricted posterior leaflet and anterior prolapse) and operational context. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location (on the leaflets and on the entrapped chordae). The reported unexpected medical intervention was a result of case specific circumstances as it was noted that another clip was implanted. The reported poor image resolution was also due to procedural conditions. The reported recurrent mitral regurgitation was related to patient anatomy and procedural conditions. The reported patient effect of mitral valve insufficiency/ regurgitation/recurrent mr (which is persistent mitral regurgitation) as listed in the instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial reports, the additional information was received: on (B)(6) 2021, the mr had been reduced to grade 0. On (B)(6) 2021, the mitraclip cds0702-ntw, 10204u277 had remained stable at the implantation location. The mr had increased to grade 2+.